Event description:
Additional information received from the manufacturing representative stated that they were still waiting to hear back from the patient once they have made an appointment with their surgeon. Next steps will be determined at that point.

Manufacturer narrative:
Concomitant products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
A manufacturing representative (rep) reported that a patient had been seen for reprogramming a few times since they were implanted. Since implant, the patient was not getting stimulation as high in the back as they wanted to. The patient's stimulation was good overall. They were last programmed the week prior to the report, by the rep. Over the weekend, prior to the report, the patient starting feeling surging with stimulation and notified the rep. They were feeling surging all over their body and it was random in nature. The rep instructed the patient to turn stimulation off. It was noted that the patient does not experience symptoms when the implantable neurostimulator (ins) is off, and the change in therapy is not related to positional movement. Imaging was done of the entire system about 2 weeks prior to the report, to see the location of the lead, because they were not able to get stimulation as high in the back as they wanted. The system looked connected and there were no concerns at the time. A lateral view was done as well, and was unremarkable. The patient tried hd and conventional stimulation during that time, but preferred the conventional stimulation. It was noted that the implanting healthcare provider (hcp) does make a suture into the paddle lead to stabilize it in place. They rep did not think that would be the cause of the patient's surging. It was noted that the patient was not using adaptive stimulation (as). The week following the report, the patient was scheduled to see their surgeon to check the system again and check on response to stimulation. The rep thought they exhausted reprogramming the patient. Checking impedances and a possible revision if surging does not go away and impedance is high, was reviewed with the rep. It was noted that impedance measurements were taken and all impedance were elevated or >10k across all the electrodes. There were no falls or traumas associated with the event. The ins was indicated for spinal pain.

Event description:
Additional information was received from the patient that reported that the patient¿s implantable neurostimulator was replaced on (B)(6) 2017 and a manufacturer representative was present.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2017-01-24 reporting that nothing was replaced. When the pocket was opened, the surgeon discovered that one of the leads had been unplugged. Once plugged back in, all impedances were in range. The surgeon also tugged on the lead after it was torqued down and it was fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.